Event description:
It was reported that the fiber body broke (one foot from the distal end of the scope) and light was emitting out. The procedure was completed with a second fiber. No patient or end user injury was reported. It was noted the fiber was discarded and will not be returned to the manufacturer.